Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient went home after implant and started to do work overhead, started to feel dizzy and short of breath. The patient was then instructed to go to the emergency room. The right ventricular (rv) lead threshold was adjusted for the short term and then the physician decided to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.